Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din (B)(4), lot number w8d14c1, exp jul 19, naci 0.9%, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set was primed and connected to a patient's central line. Two rns confirmed the set was properly secured. After one unit of packed red cells (292 ml) completely infused, the nurse went to disconnect the set, and they noticed a blood clot at the male luer connector and the max zero needleless connector. There was no patient harm.

Manufacturer narrative:
The report of a blood clot at the male luer connector and the max zero needleless connector was confirmed visually from the photo evidence provided by the customer.

Manufacturer narrative:
The customer¿s report of a blood clot at the male luer connector and the max zero needleless connector was not confirmed. Visual inspection, functional testing and pressure testing identified no anomalies with the received set. The concomitant maxzero connector involved in the event was not received. The root cause of the customer¿s report could not be identified because no anomalies were identified.